Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide additional information based on the approved final investigation. Updated fields: d8, h6. The reported issue was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tip of the electrosurgical knife fell off inside the patient's stomach during a therapeutic endoscopic submucosal dissection (esd) procedure. The tip was not retrieved from the patient and the procedure was completed with another device. There were no reports of patient harm and the customer reported there were no health problems due to this event.